Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #. Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'displayed error code 345' was not reproduced. Thermistor calibration was found within specification. A review of the event history log (ehl) revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Visual inspection found the ultrasonic sensor damaged around the upstream thermistor. The ultrasonic sensor requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.